Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
The tip of a screwdriver broke during a procedure and remains in the patient. The tip appears to be cold-welded to the inside of the screw head. Surgeon used another screwdriver to successfully complete the procedure.